Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date at the follow up examination, a proximal type I endoleak was detected. On (B)(6) 2022, a reintervention was performed. One gore® viabahn® endoprosthesisas was placed in the left renal artery as a chimney stent and 2 aortic extender component were implanted into the proximal neck. After placement, a minor endoleak (possible gutter leak from jhjr070502j/23506149 and pla320400j/24522086) was confirmed, but the patient was decided to be monitored.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event also includes device 24522086/ (B)(4) and 23506149/ (B)(4).